Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys ft3 result for one patient sample. The initial result was 32.55 pg/ml. The repeat result with a 1:2 dilution was 2.77 pg/ml and with no dilution was 3.15 pg/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The investigation was unable to find a definitive root cause.